Event description:
It was reported the patient presented to the clinic for follow up appointment and oozing from the pocket and infection were present. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut and there was apparent explant damage.